Manufacturer narrative:
Awaiting return of the accessory to evaluate for root cause. Awaiting return of device from facility.

Event description:
Resident was being prepped to move from bed and before being transferred off the bed the weld broke and dropped the individual back onto the bed without injury.